Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01001, 3005168196-2016-01002, 3005168196-2016-01003. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using pod6 coils and lantern delivery microcatheters (lantern's). During the procedure, while a pod6 coil was being advanced through a 45-degree lantern, it unintentionally detached within the lantern. Therefore, the lantern and pod6 coil were removed. The physician then advanced a new pod6 coil through a new straight lantern; however, this second pod6 coil also unintentionally detached within the lantern. The physician removed both the lantern and pod6 coil and completed the procedure using another manufacturer&#38112;coils and a new lantern. There was no report of an adverse effect to the patient.